Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent left total hip arthroplasty and open reduction internal fixation procedure on an unknown date. Subsequently, patient was revised on the left side on (B)(6) 2008 due to non-union.

Event description:
It was reported that patient enrolled in a clinical study underwent a left open reduction internal fixation procedure on an unknown date. Subsequently, patient was revised on the left side on (B)(6) 2008 due to pain, shortening and non-union.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiry date. Date implanted. Manufacture date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.